Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Unit will not power on with new pad-pak.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for this device showed that the pad-pak was first installed successfully by the user on (B)(6) 2012 and that it had performed to specification, alongside random manual power ons, up to (B)(6) 2013. On (B)(6) 2013 the device records a manual power on of 65 minutes of duration. The pad-pak was removed and re-installed on (B)(6) 2014 and device failed the weekly auto self-tests due to a low battery. The device was still in fault mode on (B)(6) 2016 when a new pad-pak was installed and the device passed all subsequent weekly auto self-tests up to and including (B)(6) 2016. The ad-pak was removed and reinstalled on (B)(6) 2017 and device failed the weekly auto self-tests due to a low battery. No further log entries were recorded. Investigation found the fault can be attributed to a capacitor failure. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.